Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im alpha fetoprotein (afp) result which was discordant relative to clinical history and repeat testing. The customer reviewed afp results for the previous five days, and did not identify any other discordance. An on-site check by a siemens service engineer did not identify any faults. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im alpha fetoprotein (afp) result which was discordant relative to clinical history and repeat testing while using afp kit lot 284. An initial elevated atellica im afp result was observed for a patient undergoing oncological monitoring. This result was inconsistent with the patient¿s clinical history, and was not reported to the physician. The sample was re-tested on an alternate atellica im instrument, and a much lower result was obtained. When the sample was tested twice more on the original instrument, low results were again produced. The lower results were reproducible and consistent with previous results, and were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im alpha fetoprotein (afp) result which was discordant relative to clinical history and repeat testing. MDR 1219913-2025-00163 was initially submitted on 28-aug-2025. Update, (B)(6) 2025: siemens has concluded the investigation. Afp calibration data and quality control (qc) results were as expected on the day of the discordant observation. Internal testing data for lot 284 of atellica im afp were reviewed and all relevant specifications were met. Review of system log files indicated no instrument issues. The customer has confirmed that the patient has not been diagnosed with cancer. The atellica im afp instructions for use (IFU) contains the following warning: ¿the atellica im afp assay is not a screening test for cancer and must never be used as such. Afp testing is a safe and effective supplement to patient care when used as part of the overall management strategy for patients undergoing treatment for non-seminomatous testicular cancer or for patients being monitored after therapy is complete.¿ based on the available information, the issue was sample-specific, and the cause of the discordance cannot be determined. No issues were observed for other tested samples; the customer is operational. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.